Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-03. H.6. Investigation summary: bd received 2 cases of samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve side-piercing / non-recovery was observed. Ten (10) of the customer samples were evaluated by functional testing, each used to draw 10 tubes, and the indicated failure mode for sleeve side-piercing / non-recovery with the incident lot was observed in 3 of the samples. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 tubes, and the issue of sleeve side-piercing / non-recovery was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side-piercing / non-recovery. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the customer opened a package of needles, and on october 26, 2 needles didn`t work properly in the side that the tube was inserted. The gray rubber fully retracts and it`s not possible to change tubes because the blood comes out. It was needed to puncture the patient twice so two samples draw could be achieved. Customer has stopped using the needles from this batch because it`s not possible to identify the defective needles prior use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the customer opened a package of needles, and on (B)(6), 2 needles didn`t work properly in the side that the tube was inserted. The gray rubber fully retracts and it`s not possible to change tubes because the blood comes out. It was needed to puncture the patient twice so two samples draw could be achieved. Customer has stopped using the needles from this batch because it`s not possible to identify the defective needles prior use."